Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges he was going down a sidewalk that wraps around his house when his unit allegedly tipped over with him in it.

Manufacturer narrative:
The alleged tip over could not be duplicated. The 4 front passed stability testing in 2017.

Event description:
Consumer alleges he was going down a sidewalk that wraps around his house when his unit allegedly tipped over with him in it.